Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# (B)(4) serial# implanted: (B)(6) 2018 product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called into patient services to inquire what to do with their 3037 programmer since they had their system removed. The patient reported the therapy helped them for awhile, however all of a sudden, it no longer worked and, when the patient tried to increase the stimulation, it hurt them. The patient stated they reported this to their managing health care provider (hcp), who did an x-ray and concluded they thought that it might have slipped out of position. The patient did not specify what slipped out of place. They denied having had any traumas or falls to the implant site but stated it could have been the way that they sat in chairs, like a recliner etc. The patient stated that it could have happened over time by doing a repetitive movement. The patient stated the issue started "probably halfway through" their use of it, during the pandemic sometime, maybe sometime in 2020 but they didn't really know. The patient stated they had the interstim device replaced with a device made by another manufacturer company. Patient services reviewed disposal of their external equipment and documented reported event. No further action was taken by patient services.